Event description:
It was reported that after 6-12 hours of infusion of hyperalimentation fluid with lipid, in a home care setting, the device blocked, setting off the alarm on the pump. No pt sequelae were reported.